Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: it was found that there are two deformations on the bottom side of the flat surfaces within the bore. This makes it impossible to insert he plate onto the screws as complained. The manufacturing documents were reviewed and no complaint related issues could be detected. This lot was manufactured in november 2013. It is impossible to determine the exact cause of the deformations. At this point we exclude a manufacturing fault as these flat surfaces are manufactured with a pricker inserted from top to down which makes damage only at the bottom surfaces impossible. There are also stress marks next to the deformations which indicates that the damage was caused post-manufacturing. Based on the appearance of the deformations it is likely that something, like an insertion instrument, was inserted into the bore from the top with rotations force and then it got stuck at the flat surfaces. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6).

Event description:
It was reported that it was impossible to put the plate on the screw during the surgery. No part in the patient, no consequence on the patient, the incident did not require further treatment. The surgical delay was less than fifteen minutes. This is report 1 of 1 for (B)(4).